Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with all buttons functioning properly, however moisture damage was found at keypad traces. No button error alarm noted. No unexpected ramping display anomalies noted. The insulin pump has minor scratches on lcd window, cracked reservoir tube lip and reservoir tube window corner,

Event description:
It was reported that the customer had a button error alarm and a keypad anomaly on her insulin pump. The customer's blood glucose level was 5.4 mmol/l. Customer went to bolus and entered her carbs on the pump, but she entered too much. The pump scrolled all the way back to zero and back to 300. Customer cannot escape it and now has a button error and is unable to clear it. Insulin pump will need to be replaced. No additional information